Event description:
A 3.0mm diameter by 12mm length s7 stent delivery system was inserted in an attempt to direct stent a calcified ostium of the right coronary artery. There was difficulty in advancing the stent delivery system into the coronary artery without guide catheter support. The delivery balloon was inflated while the guide catheter was disengaged causing the stent to dislodge from the delivery balloon. The dislodged stent was snared and successfully removed. The lesion was treated with pre-dilation of a ptca balloon and deployment of another s7 stent. The patient was reported to be fine post procedure and there were no additional clinical sequelae related to the event. The calcification and no pre-dilatation likely contributed to the stent not crossing the lesion.